Event description:
On (B)(6) 2010, a transvaginal mesh was implanted to aid with pop (pelvic organ prolapse). Since that time, I have suffered from serious complications related to the mesh implant including mesh erosion and curling, mesh perforation and erosion of vaginal tissue, severe pain and significant decrease in my quality of life due to discomfort and pain, including dyspareunia. After a year of severe pain & continued treatment, on (B)(6) 2011, a second surgery was performed to repair the perforation of the mesh into the vaginal wall. After this surgery, there is still significant pain associated with the mesh & a 3rd surgery is now imminent to remove additional scar tissue & mesh.